Manufacturer narrative:
(B)(4).

Event description:
The consumer reported poor communication on the patient programmer. The patient was not able to turn the stimulation on or off using the patient programmer. Rather, the patient had to use the implantable neurostimulator recharger (insr) to turn the stimulation on or off. The patient suspected he could not connect with the patient programmer due to the implantable neurostimulator (ins) being implanted too deep. Communication was possible with the insr. The patient was recently implanted on (B)(6)2016. It took too long to recharge and there was poor coupling. When the patient recharged it took 12 hours to get a 100% charge and he only got 4 coupling boxes. The patient said he and the manufacturer's representative thought the ins was implanted too deep. It was also noted the patient was charging too frequently. With the previous implant, the patient only had to charge once a week. With the new implant it would only last 3 hours and then he had to charge again. This was after charging to 100%. There were no symptoms reported. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the patient was examined by the healthcare provider (hcp) and manufacturer's representative (rep) on (B)(6) 2016 and they both concluded the unit was too deep. The only way to correct the issue was to have another surgery, but it was not on the calendar yet.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their ins was taken out because it didn't work since the day it was implanted. The patient stated that the surgeon that implanted it screwed it all up and screwed him up as well from the beginning; the patient said when he was implanted he noticed that it never worked and that it was junk from there. The patient stated that the doctor put him in a terrible/awful hurt and further explained that when the doctor put the lead in, it hit some scar tissue and the lead turned around, came back down and it was horse shoe shaped so it never went high in the vertebrae to give him any use. The patient said he was not receiving stimulation in the area that he needed. The patient also reported that the battery was put in so deep and it could not be charged and could not be controlled by the programmer. The patient stated that it was garbage and never worked. The patient said it took over 16hrs to try to get device to charge and if he was able to get it to charge, the device would only run for 15 minutes and would not give him coverage where he needed it. The patient said he no longer has the device because his new surgeon removed and replaced it. No further complications were reported/anticipated.